Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during startup, the fluid warming device was showing 74.6 degrees fahrenheit. No other information was provided. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was returned for investigation. Device was started up and customer complaint of temp not going up was confirmed. This was found to be a fault of the pcb. The pcb was replaced. A manufacturing DHR review was not performed as the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Updated section b3 for event date.